Event description:
Reference number (B)(4) event occurred in the united states. On(B)(6) 2024, patient reported infusion set has been detached from site (quick release). Customer replaced infusion set and resumed insulin deliveries successfully no further information available.